Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 3 years and 2 months post tavr procedure using a 29mm sapien 3 valve, the patient underwent a valve-in-valve (viv) procedure with a 29mm sapien 3 ultra resilia valve due to stenosis. Per medical record review, approximately 3 years and 2 months post-implantation of a 29mm s3 valve in the aortic position, the bioprosthetic valve has developed severe aortic transcatheter valve stenosis according to the operative note. The intraoperative transesophageal echocardiogram indicated severely restricted prosthesis leaflet motion. The patient had a successful viv with a 29mm s3ur valve implanted in the 29mm s3 valve. There was only trivial regurgitation and minimal gradient on the new valve.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 29mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints for post-implant leaflet restricted and post-implantation-increased gradients were confirmed through medical records. A review of lot history and DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3-years and 2-months post-implantation of a 29mm s3 valve in the aortic position, the bioprosthetic valve has according to the operative note developed severe aortic transcatheter valve stenosis. The intraoperative transesophageal echocardiogram indicated severely restricted prosthesis leaflet motion." Additionally noted that the mean gradient was 30mmhg. Leaflet motion restriction develops progressively over time and can be due to a number of issues including patient-related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. In this case, the patient had a history of hemodialysis or chronic kidney disease (ckd) which are well-known factors for valve calcification leading to thickened leaflets, resulting in leaflet motion restricted. It is normal to have a small gradient across a prosthetic valve after implant. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the restricted leaflets can reduce the valve eoa (effective orifice area), and also obstruct the blood flow through the valve, leading to increased gradients. Available information suggests that patient factors (leaflet motion restricted and ckd) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.